Event description:
The manufacturer received information alleging finding foam particles in her water chamber they are yellow, humidifier works and stops working at times and uses uv light, she is advised to not use the uv light to clean device and is advised the patient they can call the recall department and do the prioritization with them and provided the phone number and lastly advised the patient devices are being remediated and shipped as we have inventory related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged finding foam particles in her water chamber they are yellow, humidifier works and stops working at times and uses uv light, she is advised to not use the uv light to clean device and is advised the patient they can call the recall department and do the prioritization with them and provided the phone number and lastly advised the patient devices are being remediated and shipped as we have inventory related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. There was no mention of visual findings to the external part of the device.  The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were four errors found.  The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit is scrapped. In section d5, operator of devices, which was missed in the previous report, it has been updated or corrected in this report.